Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. It also had minor scratches on the lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
It was reported that there is an intermittent response the buttons on the insulin pump. Device was not dropped or exposed to moisture. Blood glucose value is 156 mg/dl. Nothing further reported.